Event description:
An issue of high blood glucose level was reported, with a reading of 550 mg/dl obtained from both a cgm and a blood glucose meter. Cause was not known. The customer administered a correction bolus via the pump and was instructed to inspect the site, with no further troubleshooting accepted. The customer planned to continue monitoring the situation and to call back if the issue persisted.